Manufacturer narrative:
The field service engineer (fse) observed that the baths (wbc and rbc) were not draining. He found blockage in normally open side of lv13 and the tubing was replaced, and the system performance was verified. (B)(4).

Event description:
The customer reported that there was a fluid leak of approximately 100ml from a bath overflow on the coulter act diff 12 analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.